Manufacturer narrative:
Continuation of medical devices: d224drg ICD implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting small r-waves. In addition, a warning for sensing integrity counter (sic) was triggered. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.